Event description:
Customer reported that her insulin pump is malfunctioning. Customer stated that the insulin pump alarms and pushed out the bottom of the reservoir compartment. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with alarms due to detached end cap and missing end cap sticker.